Manufacturer narrative:
The reported complaint was not confirmed. Further diligence attempts to gather more information from the customer went unanswered, the customer continues to use the pump as is. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The software data logs were reviewed by manufacturer technical services (ts). There is no indication of a problem in the log files on (B)(6) -2016. On (B)(6)-2016, there were three pump jams in the log (the whole day was not in the log). There is no indication of a display issue in the log. The system log does not indicate the pump rebooted on (B)(6)-2016. It is possible the display had an issue but was not logged.

Manufacturer narrative:
(B)(4). Per the field service representative (fsr): while at this customer for a repair call, the ccp informed me of an incident that occurred about a week ago regarding this roller pump. The fsr downloaded software data logs and they were received by the manufacturer on 06-apr-2016 for evaluation. The unit operated to manufacturer specifications and was returned to clinical use. The ccp stated they did run the roller pump on its own for a few hours and had problems, could not duplicate error.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the roller pump was on and the perfusionist (ccp) thought the pump went into "pump jam." The pump display went blank and reset itself. The ccp was using dual tubing and roller pump set to s8:1. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.